Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Pin hole. The device returned was in good physical condition. The device was functionally tested with a generator. During functional testing on gen04 error code 5 screen was displayed. The device was disassembled to examine the condition of the internal components and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. Additionally, corrosion was found at the max hand activation dome. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.

Event description:
It was reported that during an unknown procedure there was a solid tone with error code '5' after using several minutes. And the device could not pass the pre-run test again. Changed another one but still had the same issue. Changed to the third one to complete the procedure. No adverse event on the patient.